Event description:
The donor had an uneventful red cell donation on an alyx collection system. The donor reported that after the procedure they did not feel well. They drove themselves home and continued to have chest pains. They stated they could not get out of bed that day. On the 5rd day they went to their physician for testing.